Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the overheating reported. Corrosion of the internal components would increase friction in the device which will in turn generate heat.